Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Flow rate tests were performed per the spectrum preventive maintenance procedure with the unit passing. Additional flow rate tests were performed using the event infusion parameters found in the history log with the unit passing. The device also passed additional flow rate tests. The device was found to deliver within specification.

Event description:
It was reported that a pump did not infuse a 100 ml bag of ertapenem. It was also reported that there was no patient injury.